Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and confirmed the reported issue that "system continues to show too high values for fetal heart rates 180bpm". The issue occurred when monitoring twins with wired us transducer with fw. L.01.04. The complaint was escalated for issue impact assessment (iia) and the results indicate " philips investigated these complaints, documented under (B)(4), and determined that this issue is caused by changes implemented under engineering change (B)(4), released 25may2023. These changes updated the ultrasound transducer with a new cpu board and firmware in response to a shortage of multiple components. Due to a chip shortage situation, a hw/sw design change was required, which introduced a performance issue to the fetal heart rate (fhr) measurement of wired ultrasound (us) transducers. The need for subtle adjustments of the transmit/receive time windows in us measurements unexpectedly introduced interference with adjacent transducers (twin/triplet use cases) by generating measurable artificial rhythmic signals that can be interpreted as actual physiological signals (fetal heart beats). This investigation determined that the new firmware (453564254621-s-fw-01, rev l.01.04) which is designed for all avalon transducers, shows an unexpected issue for the ultrasound transducer (B)(6). When monitoring multiples (twins or triplets), the wired avalon ultrasound transducers (product no. 867246) have a tendency to produce an artificial fetal heart rate (fhr) instead of fhr gaps, mostly at approximately 180 bpm, in situations where the physiological signal (echo from pulsating fetal heart) is absent or very weak. The fco has been implemented, the issue was resolved after updating the transducer firmware.

Event description:
The customer reported that the heart rates are not accurate. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.